Manufacturer narrative:
The reported events of low r waves amplitude and lead dislodgement were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination were normal. Visual inspection of the lead did not find any anomalies except for procedural damages. The lead was returned with the helix partially extended and clogged with blood/tissue. After cleaning the helix and applying torque to the connector region, the helix could be extended/retracted, and helix extension length was measured within specification.

Event description:
It was reported that the right ventricular (rv) lead exhibited decreased r-wave amplitude sensing. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. The patient was in stable condition.